Manufacturer narrative:
Lot number of the initial MDR indicated the lot # for the affected test strip as 8hpeg01a. The correct lot # is 8hped01a. Lot number has been updated with this information.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An austrian customer ran blood glucose tests on two contour xt meters and received readings of 145 mg/dl and 78 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.